Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient with a history of back pain, and cervical spinal stenosis underwent an l4-5 tlif with bmp to treat spondylolisthesis with stenosis and spinal radiculopathy. At an unknown time post-op, the patient underwent a CT scan which showed bone growth and foraminal stenosis. The patient underwent l4-5 foraminotomy with screw removal. No further details are known at this time.